Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ syringe was found to have foreign matter in the fluid pathway prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: verbatim: the child's father reported plastic particles in a 20ml syringe.

Manufacturer narrative:
H.6. Investigation summary bd has not been provided with photos or samples for catalog 300296 lot 1908147 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issue or determine a defective root cause. Based on the customer feedback, bd has concluded that the small plastic particles could consist of some plastic flakes coming from the syringe. During the molding process, some plastic flashes may appear and these flashes could be lost as flakes during the assembly process and stick in the inner surface of the syringe. The device history review showed no indication of the alleged defect. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time.

Event description:
It was reported that the bd discardit¿ syringe was found to have foreign matter in the fluid pathway prior to use. The following information was provided by the initial reporter, translated from polish to english: verbatim: the child's father reported plastic particles in a 20ml syringe.